Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: d10, h6 and h10. Section h10: the delivery system was returned to edwards lifesciences. The device underwent visual and ftir analysis. During visual inspection, grayish particulates were found inside the pouch. No other abnormalities were observed on the device. The foreign particulates were analyzed using ftir and they all showed similar absorption characteristics when comparing to delrin material. Device functional testing was not applicable and was not performed as the complaint is only related to an observed foreign material on the device. There was no reported issue with device function and the device was not used in the procedure. The evaluation is performed through visual inspection and material analysis. There are no relevant dimensions applicable to the investigation for this reported complaint. The evaluation is performed through visual inspection and material analysis. Imagery was also provided by the complaint site for review. Four (4) grayish particulates were found inside the pouch and near the pouch label. During manufacturing, the following manufacturing mitigation's were place during pouch packaging: general instruction, label printing initiation for pouch packaging (visually verify no gross contamination or damage on device and visually verify the seal & pouch appearance), continuation of label printing for tray and pouch packaging (visually verify the seal and pouch appearance), visual inspection of pouch (manufacturing and quality) and right label product packaging inspection procedure (packaging inspection ¿ pouch inspection. While mitigation's are in place to minimize the introduction of particulates onto the device during production, investigation and ftir test result confirmed that there was delrin material present inside the pouch. Since delrin material is used in the manufacturing as a part for fixtures and some of these fixtures involve cutting operations or are used to hold razor blades, it is possible that delrin particulates may have generated on the manufacturing line and contaminated the device. As such a potential manufacturing non-conformance was identified. See section 11 (root cause) for additional details. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the reported event. Review of lot history revealed no similar complaints. A review of complaint history from october 2018 to september 2019 for commander delivery system devices (all models) revealed no similar complaints. A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2019 control limit for the failure mode. The instructions for use and device prepping manual were reviewed to ensure the necessary steps are included for the preparation of the commander delivery system. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed, and a manufacturing non-conformance was identified during the investigation. The foreign material was determined to match the absorption characteristics of delrin material based on ftir analysis and could have originated from the fixtures used in the manufacturing. Similar incidents occurred in the past and detected during boxing (within edwards control). As a result, a CAPA was initiated to further investigate pouch packaging contamination. During investigation, the fixtures that performed cutting operations or held razor blades were inspected and showed signs of wear from razor blades, confirming the source of contamination. The loose particulates can attach to device surface and later transfer into the pouch during the manufacturing process. Since the particulates are loose and small, once inside the pouch, they can move around to an area hidden from visual inspection (e.g. Cover by the label or under the mounting card). Thus, the contaminated pouch has the potential to pass the inspection and get released into the field. Since no labeling or IFU inadequacies have been identified and review of complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2019 control limit for the applicable trend category, no further action is required at this time.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral transcatheter aortic valve replacement in the aortic position, a black dust like substance was observed inside the pouch of the commander delivery system prior to opening it. A new commander system was opened and used for the procedure.